Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was watching tv and saw double vision and felt a jolt. Starting a couple days ago they had been feeling nauseous and "odd". They wanted the device turned off until they were able to see their healthcare provider (hcp). No further complications were reported as a result of this event.